Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. After investigation, the record is not tied to CAPA. It has been cleared accordingly.

Event description:
Additional information was received that the wireless software update was performed and the elective replacement indicator (eri) message did not clear. It is unknown if the ipg was prematurely depleted.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. The device was providing therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced.